Manufacturer narrative:
The device ro 14 041 has been inspected for investigation purpose. The tests performed confirmed that the plate was unglued. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the robot arm plate was disassembled. There was no patient/user impact reported.